Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the suprera stent was implanted on (B)(6) 2021 to treat a lesion with 100% stenosis in the popliteal artery. During the patient¿s follow-up consultation on (B)(6) 2021, the physician found out through a duplex ultrasound that the supera stent is occluded. No treatment for occlusion was provided. No additional information was provided.